Event description:
It was reported via repair work order that the brakes were not working properly due to a malfunctioned foot end brake cam and brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.